Event description:
1of 2 report. It was reported that while using the bd vacutainer® 9nc 0.109m 2.7 ml, (11) tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.